Manufacturer narrative:
Citation: gnanenthiran sr prosthetic valve infective endocarditis with mycobacterium fortuitum: antibiotics alone can be curative heart lung circ. 2017 nov;26(11):e86-e89. Doi: 10.1016/j.hlc.2017.05.135. Epub 2017 jun 15. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old woman, with medical history of atrial fibrillation and rheumatic mixed mitral valve disease who underwent bioprosthetic mitral valve replacement with medtronic 29 mm mosaic mitral valve. The serial number was not provided. Two weeks following the implant moderate paravalvular leak (pvl) was noted due to torn sutures and dehiscence. A surgical repair was performed. Seven months following, echocardiogram revealed vegetation on the anterior mitral leaflet and infective endocarditis was diagnosed. Antibiotics were prescribed. No additional adverse patient effects were reported.